Event description:
Contact reported that the patient had surgery in 2006, for l5-s1 fusion. In september there is x-ray evidence that the screw had broken. A revision procedure was performed in 2007. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Screw was returned with the screw shank broken under the polyaxial head. Visual examination of the fracture surface is consistent with a fatigue fracture. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. Patient was listed as obese which may have been a contributing factor. These precautions are stated in the instructions for use (IFU) supplied with the device.